Event description:
Boston scientific received information that during a follow-up, a "check rv lead" message was displayed on the programmer. The impedance trend showed that the recent pacing impedance value for the right ventricular (rv) lead was high and out of range. Five manual impedance measurements were taken and they were around 780 ohms. The impedance trend information also showed that the pacing impedance was high and out of range several times in may, so a partial conductor fracture was suspected. There was no issue with threshold and amplitude measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding this issue. An x-ray was performed, and there was no indication of a fracture. Two device data disks were provided to boston scientific technical services (ts) for review. It was noted that the rv pacing impedance gradually trended from 440 to 650 ohms from the time of implant until (B)(6) 2011, with intermittent measurements of 825 ohms in (B)(6) 2011. The impedance measurement became more irregular beginning in (B)(6) 2011, with one measurement up to approximately 1,750 ohms. The device (model/serial (B)(4)) began recording impedance measurements of greater than 2,000 ohms starting in (B)(6) 2011. Stored episodes also revealed appropriate sensing on the right ventricular pace/sense channel with no evidence of noise. Apart from the fluctuating impedance measurements, the device and lead system appeared to be operating normally and the shock impedance measurements were stable and unchanged. The fluctuating impedance measurements indicate the possibility of a lead connection or lead conductor issue; however, based on the available information, it is currently not possible to determine the definitive root cause. The details of this event were reviewed with quality engineers, and it was suspected that the intermittent impedance measurements could be due to a less than optimal lead connection that took several months to manifest following the implant procedure. It may also be helpful to inquire if the patient encountered any sort of physical trauma to the chest which may have adversely impacted the lead connection. Ts recommended additional non-invasive tests to further assess the lead connection and lead conductor integrity.